Event description:
The customer stated she was hospitalized approximately two weeks ago for high blood glucose and the reading was over 900 mg/dl. The customer stated she changed the infusion set the morning of the hospitalization. Several alarms were found in the alarm history. It was also stated that the customer changed the battery on the insulin pump two days prior to the hospitalization. Unable to troubleshoot further as the customer was unable to read the screen due to her vision.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.